Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The 85% stenosed target lesion being treated was located in the moderately calcified and severely tortuous left anterior descending (lad) artery. Pre-dilation was performed with a 2.75 x 20 mm maverick balloon catheter. A 3.50 x 28 mm promus element sds was advanced to the lad and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: visual examination of the returned unit noted that a number of stent struts were bent back distally. These were located approximately 20 mm proximal to the distal end of the stent. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).